Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 490 mg/dl. Customer did not have any symptoms. They feel ok to troubleshoot. Drive support condition was not mentioned. Customer's blood glucose value at the time of incident was 490 mg/dl. Customer current blood glucose level was 411 mg/dl. Customer reports they have not contacted their health care provider regarding the high blood glucose reading. There was no leaks or air bubbles. Customer reports bolus wizard is programmed accurately. Bolus wizard was not checked. Pressure test was not performed. Customer reports bolus wizard is programmed accurately. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. Customer reports site is changed every 2/3 days per guidelines. Products will not be returning for analysis.